Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems, organ perforation, recurrence and bleeding. It was reported that the patient underwent repair of bladder injury on (B)(6) 2001.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure; transvaginal taping on (B)(6) 2001, for sui and mesh was implanted into the patient. It is also reported that the patient is allergic to pcn and iodine and experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced discomfort and urinary leakage.